Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Corrected information: section b5. Additional information: section e1, g4, g7, g8, h2, h6, h10, h11. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up failure. It is unknown under which circumstances the event occurred, however no patient was involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up failure. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, e2, e3, g2(added health prof) g3, g6, h2, h10, h11corrected sections: b5, b6, b7, d5, d10, h6(health clinical & impact)

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) evaluated the iabp. The fse followed the failure of the cardiosave ignition, and noticed that the cardiosave no longer ignited because the batteries were discharged. The base was not plugged into the mains. To address the issue the fse put the base back in the cardiosave holder and checked that the batteries were charging. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.